Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. Customer¿s blood glucose level was 180 mg/dl. Reportedly, the pump was replaced to resolve the issue and the customer reverted to an alternate method of insulin therapy.